Manufacturer narrative:
A sample from the patient was provided for investigation. The high ft3 value generated at the customer site could be reproduced. The sample was also analyzed with elecsys anti-tg v2 and v1 to detect possible interfering factors. Changing concentrations have been observed between both assay generations. Additionally, elevated igm concentration has been determined. All generated results indicate the presence of a streptavidin interfering factor leading to a falsely increased value of the elecsys ft3 assay. The different ft3 values - generated with the different analyzers from roche diagnostics - likely are caused by the different physical reaction conditions of the ft3 iii assay version and the effect thereof on the interfering factor. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation could not identify a product problem.

Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh, elecsys ft4 iii, elecsys ft3 iii (ft3), and the elecsys ft3 iii ver. 2 (ft3 v2) assays on multiple roche analyzers and a competitor instrument. It was asked but it is unknown if questionable results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 v2 assay, refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 iii assay. The sample was collected on (B)(6) 2022 and initially tested with tsh, ft3 v2, and ft4 on the customer's cobas e 801 module on (B)(6) 2022. The sample was provided for investigation, where it was tested with the tsh, ft4 iii, ft3 and ft3 v2 assays on a second e801 analyzer on (B)(6) 2022. During investigations, the sample was also tested with the ft3 and ft3 v2 assays on a cobas e 411 analyzer on (B)(6) 2022. On (B)(6) 2022, the customer provided additional data, showing tsh, ft4, and ft3 results of the sample using the siemens method and using a second cobas analyzer. Refer to the attachment (B)(6)" for all relevant test data. The serial number of the customer's e801 analyzer is (B)(4). The serial number of the e801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 583301, with an expiration date of 28-feb-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot 585947, with an expiration date of 28-feb-2023 was used on this analyzer.